Event description:
Acclarent was notified on (B)(6) 2012, of an domestic event that occurred on (B)(6) 2012, during a sinus surgical case when acclarent balloon dilation technology was used. The surgeon indicated that when he performed a bilateral balloon sinuplasty procedure, he had to manipulate the acclarent solo pro balloon excessively to gain access into the frontal sinus. After inflation and removal of the guide catheter, the surgeon noted a split in the end of guide and a partial detachment of the blue tip from the catheter. A second acclarent guide catheter (same lot number as the first one) was used for the contralateral side, and the surgeon again experienced difficulty to manipulate the guide catheter to gain access to the sinus. After removal of the guide catheter, the blue tip of the second guide catheter was missing. An endoscopic exam revealed the blue tip in the frontal access and suction was used to remove the blue tip. There was no pt injury.

Manufacturer narrative:
The complaint devices arrived on (B)(4) 2012 and failure analysis was performed on (B)(4) 2012. Eval confirmed that the blue tips of both catheters were missing. One of the returned guide catheter shaft was bent. Acclarent followed up on this report to gather additional info. The surgeon stated that there was no pt injury and the tip was removed easily by suction. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.